Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that he patient underwent a posterior spinal surgical procedure. It was reported that the screw was found to be broken sometime post-op and the patient was experiencing pain. The patient underwent a revision surgery to remove the old hardware and replace with new hardware. No additional patient complications were reported.